Event description:
Report rec'd from the USA stating that the "drill was heating up." The device was being used during a "full level acdf." There was no medical intervention needed. There were no delays to the procedure. There was no pt info available. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).